Manufacturer narrative:
The device was interrogated by a programmer and found to be above eri. Programmer printouts were reviewed and no anomalies were noted. Bench testing was performed and the device was unable to provide a vibratory notification. The cause of the event was due to a patient notifier component anomaly.

Manufacturer narrative:
(B)(4).

Event description:
During a routine follow-up, the vibratory alert test did not produce vibration. The longevity of the device was checked and found to be normal. The device will be explanted, replaced and returned for analysis. The patient is in stable condition.